Event description:
Related manufacturer reference number: 2017865-2022-03111, related manufacturer reference number: 2017865-2022-03113. It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker (pm) had inappropriately switched to backup mode. The patient then followed up in clinic and it was discovered that the pm could not be interrogated and had no magnet response. It was reported a few weeks later that the patient died of unknown causes. No additional information was reported.

Event description:
Related manufacturer reference number: 2017865-2022-03111, related manufacturer reference number: 2017865-2022-03113. It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker (pm) had inappropriately switched to backup mode. The patient then followed up in clinic and it was discovered that the pm could not be interrogated and had no magnet response. It was reported a few weeks later that the patient died of unknown causes. No additional information was reported.